Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Implant surgeon reported following to rep. "The pt got a trident cemented constrained liner during the (B)(6) 2010. The pt is using a wheelchair and when he is bending forward for example to tie his shoes the constrained liner is dislocating. The bipolar part is still stable and in place, but the head is dislocating."